Event description:
The customer reported that the device had a charge button failure during a operational check. There was no pt involvement.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.